Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low compared to another meter (relion). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on (B)(6) 2018, 12:49pm. The patient detailed that she tested her blood and obtained an alleged glucose result of 132 mg/dl on the subject meter compared to 152 mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is not clear what, if any, medications the patient takes to manages her diabetes and she denied making any change to her usual diabetes management in response to the alleged product issue. The patient detailed that on an unspecified time after the alleged product issue began she developed symptoms of ¿feeling thirsty¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.